Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that there was no conductive telemetry once the device entered the rv. The electrocardiogram (ECG) electrodes were placed on the left arm due to possibility of thoracotomy during lead removal preparation. Several reattachments were made but still no conductive telemetry. ECG electrodes were attached to the chest, saturations scores improved, but still no conductive telemetry. External equipment turned off but still no conductive telemetry. The physician elected to complete the procedure with a different rvlp. There were no patient consequences.